Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v988006, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had issues with her first system and it worked for a while but then she was in pain for about six to eight months. It was noted that the patient reported this to her healthcare provider (hcp) and the hcp decided to remove the complete system. It was reported that after the procedure the hcp said that the wires were tangled up and the complete system was replaced. Additional information has been requested but was not available as of the date of this report.